Event description:
No blood glucose levels reported. The customer reported that the buttons of the insulin pump were unresponsive. The customer further reported trying to clear the battery out limit alarm but the buttons of the insulin pump were unresponsive. The customer reported that the insulin pump might have been exposed to moisture. The customer also reported a crack on the top right hand corner of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.